Event description:
It was stated that the customer passed away. The customer had just started insulin pump therapy on the paradigm model two days prior to passing away. It was stated that the insulin pump was alarming and had 2,1 mmol on the screen when the customer was found. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, occlusion, prime and excessive no delivery tests. The insulin pump had high idle current. No damage was noted on the insulin pump. Unable to determine the root cause of the high idle current, due to insulin pump preservation.